Event description:
It was reported the customer had several cracks on their insulin pump. The customer stated the cracks were located near the reservoir window and at the corner of their screen. Customer could not recall how the damage had occurred. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).